Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned for investigation, as the surgeon did not approval return. The investigation is in process. Once the investigation has been completed a follow up MDR will be submitted. Medical devices: item #650-1065 cer option type 1 tpr sleve -3 lot# 255850; item# ep-200144 act artic e1 hip brg 28x38mm lot#483480. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01889; 0001825034-2018-01888.

Event description:
It was reported the patient underwent a hip revision after complaining of progressive pain. During revision surgery it was noted that the bearing was broken and the ceramic head had worn on the inside of the metal shell creating metalosis. Follow up attempts have been made and additional information has been provided.

Manufacturer narrative:
Concomitant medical products: m2a-38 cup non flared sz 54mm cat: 15-106054 lot: 458950, act artic e1 hip brg 28x38mm cat: ep-200144 lot: 843460, cer option type 1 tpr sleve -3 cat: 650-1065 lot: 255850, mlry-hd por fmrl 10x155mm cat: 11-104110 lot: 0066480. Reported event was confirmed from photographs received. Intraoperative pictures were received. The visual inspection of the pictures was performed which exhibits the liner fracture which led to the wear between head and the cup creating wear marks on the ceramic head. Black debris is observed which indicates metallosis. Device history record was reviewed and no discrepancies were found. As the shell was not removed during the revision procedure, the bearing and shell are off label use. However it is unknown if this has a definite relationship with the reported event and therefore a definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.